Event description:
A false positive advia centaur xp troponin ultra result was obtained for a pt sample. The cardiologist questioned the result. The pt sample was repeated and the result was negative. Pt treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant troponin ultra results.

Manufacturer narrative:
The cause for the discordant troponin ultra result is unk. The instrument is performing within specifications. No further evaluation of the device is required.